Event description:
It was reported by the affiliate that during a cholecystectomy the third and fourth stapler failed to close after the first two had fired without incident. Another er320 was opened to complete the case. There was no consequence to the patient.